Event description:
It was reported that the helium pressure displayed inaccurately on the cardiosave intra-aortic balloon pump (iabp). It is unknown the circumstances in which the event occurred or if there was patient involvement. No adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and could not duplicate the reported issue. The fse replaced the front end pcb as precautionary measure and performed all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. A supplemantal report will be submitted upon completion of our investigation.

Event description:
It was reported that the helium pressure displayed inaccurately on the cardiosave intra-aortic balloon pump (iabp). The event occurred during routine check and there was no patient involved. No adverse event reported.

Manufacturer narrative:
Additional information: e1 (event site telephone: (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had helium pressure displayed inaccurately. A getinge field service engineer (fse) stated could not duplicate helium pressure inaccuracy. However, fse replaced front end pcb as an precautionary measure and performed full functional check out with full calibration, functional testing and safety check to factory specifications. Unit passes all functional and safety checks and is ready for patient use. There was no patient involvement.

Manufacturer narrative:
Event site telephone: (B)(6).